Event description:
I´m a patient with visual disability due to retinitis pigmentosa. On (B)(6) 2024, we bought directly to irisivion company an announced wearable virtual-reality headset to help restore vision, with brand name irivision live 2. 0. The device use a FDA-class 1 registered custom software integrated in a smartphone, in my case google pixel 7 pro. After 18 months of very light and intermittent use, on saturday night ((B)(6) 2026) I was going to use the device irisvision 2.0, but when I turn on the smartphone, a message from google pixel appear that the device was corrupted and should reset the phone. No choices, it was impossible to continue, neither turn off, just reset. I check the manual and troubleshot guide and simply, it has not instruction or any warning about my problem. On saturday night customer support phone did not work. I trust on a 18 months old device with their own software and click on the unique option that I have, "reset" and immediately google pixel system update but unfortunately the irisvison software was not in. I wrote an email to get help for customer support on monday, confident that they could reinstall their announced FDA-registered custom software integrated in the smartphone, like whatsapp, bank app and uber app usually do, but after several back and forward mails, the answer was terrible, "unfortunately, once a factory reset occurs, the irisvision proprietary software is permanently removed and cannot be reinstalled", "the device can now only be used as a standard smartphone". I want to inform FDA, because irisvision software has a serious and very important problem of corrupted system with update of google pixel system and there is not any alert or warning notification from irisvision company, who denied any responsibility.